Event description:
The customer reported that they had questions about one of the shock advisory decisions given by this defibrillator.

Manufacturer narrative:
A follow-up report will be submitted after phillips obtains more information about this event.